Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported upstream occlusion which was reproduced. A review of the event history log identified upstream occlusion alarm. The reported condition was verified. The cause was determined to be the ultrasonic sensor was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.